Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was deceased. The date of the customer's death was (B)(6) 2014. The customer's wife reported that her husband had passed away from a heart attack. The customer's blood glucose at the time of his death was unknown. The wife also reported that her husband was wearing the insulin pump at the time of his passing. It was also found the customer's daughter had tried to resuscitate her father, but was unable to save him. The customer's wife also stated, she did not know where the insulin pump was and did not want to deal with any issues regarding the insulin pump. No additional information provided.